Manufacturer narrative:
Qn#*(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied 40cc inflation driveline tubing and data-scope inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the peel away sheath was noted on the iabc outer lumen; no damage or abnormalities were noted to the peel away sheath. The one-way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The iabc bladder was loosely wrapped. No blood was noted on the exterior surfaces or within the iabc helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The peel away sheath was removed from the device without any difficulty by following the instruction for use (IFU); the wings of the peel away sh eath were split into two pieces and both halves were peeled/removed from the iabc without any difficulty. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "peel-away hemostasis device could not be removed" is not confirmed. During the investigation, the peel away sheath was split and removed from the iabc without any difficulty. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported com-plaint will be monitored for any developing trends.

Event description:
It was reported "the peel-away hemostasis device could not be removed during use. A new catheter was replaced and reinserted". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the peel-away hemostasis device could not be removed during use. A new catheter was replaced and reinserted". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".